Manufacturer narrative:
Continuation of d10: product ID ped-400-20 (b778706); product type: ; implant date ; explant date product ID unk-nv-marksman (unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for amorphous, unruptured multiple aneurysms at the left c7 segment aneurysm with a max diameter of 5mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.4 mm distally and 4.15 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that the middle segment of the ped-425-18 stent failed to open and remained unable to open despite repeated attempts. Another ped-400-20 was used, but the distal tip end of the second stent failed to open, and the rest of the stent could not be retrieved. It had to be withdrawn. The angiographic result post procedure showed blood flow was unobstructed, with significant contrast stagnation within the aneurysm. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a u-track 5f sheath, marksman microcatheter